Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event in (B) (6). Problem: patient had an x-ray exam. After three exposures on a patient, their images were not auto pushed to the mobile view station, viewforum, of this system. After closing examination and turning the system off/on, the patient's images were transferred to the view forum. The operator viewing the viewforum monitor saw that the system chose another patient from (B) (6) 2009. No harm to patient.